Event description:
Medtronic received information through literature review that between april 2000 and september 2001, 31 conduits were placed in the outflow of the right ventricle. Implantation age ranged from 0 to 21 years (median 3.4 years). The study consisted of 16 mean (57.1%) and 12 women (42.9%). Conduit diameter ranged from 12 to 20 mm (median, 14 mm). Transthoracic echocardiography was performed at discharge and 3 months after surgery. Patients with significant pulmonary regurgitation and/or stenosis underwent cardiac catheterization. Four patients died during the follow-up period. Three deaths were unrelated to the conduit. One death was related to the complete thrombosis of the conduit. At 3 months evaluation, pulmonary valve regurgitation was absent or trivial in 19, mild in 2 and sever in 3 of 24 survivors. Four patients had nonfatal conduit-related complications. A transient thrombus formation within 1 leaflet was noted postoperatively in a patient with a moderate pulmonary regurgitation. Three patients required reoperation 3 to 5.8 months after the implantation of conduit failure (mean, 4.3 months). Cardiac catheterization before replacement revealed an aneurysmal dilation of the conduit below a severe stenosis of the pulmonary bifurcation due to important neointimal proliferation. It was the author's opinion that early failure of bovine jugular vein valved conduit can occur because of exaggerated intimal proliferation or thrombolytic process within the conduit. Because of these complications, close echocardiographic follow-up was recommended during the first weeks after implantation. In addition, the authors suggest that in small patients who have hypoplastic pulmonary arteries, aneurysmal dilation of the conduit is more likely and risk can be avoided by use of a supported conduit, as none of the supported valved conduits failed. Furthermore, the authors reported that cytotoxicity of residual glutaraldehyde may induce a foreign-body reaction andexplain early bovine jugular vein failure, as no data was available in the literature to explain the occurrence of intimal proliferation only in glutaraldehyde-fixed grafts. They also recommend anti-aggregant therapy after the implantation to avoid early thrombosis of the conduit.

Manufacturer narrative:
No product was returned for laboratory analysis. In addition the event date and date of death are approximated based on date ranges reported in the literature. Based on the lack of specific device information, device history reviews could not be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(6).